Event description:
Caller reported a cartridge alarm 20 issue. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Customer will use mdi as backup therapy while a replacement pump with updated software is sent. Customer received instructions for returning the problematic pump and acknowledged understanding.